Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 400 mg/dl. Customer's blood glucose reading at time of call was 151 mg/dl. The customer changed the infusion set and their blood glucose level was fine. Nothing was replaced or returned.